Event description:
Report received of an overdelivery of morphine. The customer could not recall the drug concentration or the pump settings. It was reported that the nurse expected to see morphine in the syringe and found the syringe empty. It was not reported how much morphine the nurse expected to find in the syringe. The patient did not experience any adverse effects. Though requested, no further information was available.